Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 272,412,303,262,443,296,299mg/dl. Tests were done within 10 mins with a difference of 20%. Pt did not experience any adverse events. No further info has been reported.